Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, difficulty moving delivery system on wire and wire tip fracture were encountered. The physician placed the taxus express2 (unknown size) stent in the protected left main artery over a pt2 moderate support 185 cm str wire. The physician deployed the taxus stent successfully and was in the process of removing the delivery system when he began to have difficulty moving on the wire (the delivery system "locked up" on the wire). The physician was able to remove everything as a unit, yet noticed per fluoroscopy that the wire tip had fractured and was still inside the pt. The physician placed a second stent (unknown type or size) over wire tip. The pt is in good condition, no complications were reported.